Event description:
During preventive maintenance by facility own service technician this act plus instrument was providing incorrect measurements. This was detected during service so there was no adverse patient effect.

Manufacturer narrative:
Device evaluation summary: during preventive maintenance by a service technician this act plus instrument was providing incorrect measurements. Service technician observed that instrument measures only in one cell, sometimes big deference of reading between the channels and also found reagent drive slider block to be very dirty. The issue was resolved by cleaning the instrument, performed cleaning to the reagent drive slider block, cleared statistic log file (no serious errors), performed acttrac cartridge test 99-99 sec, (range 98-102 sec) results are ok. Preventive maintenance was performed as per specification. Conclusion: the complaint is confirmed for the act plus instrument reportedly providing incorrect measurements. No patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.